Event description:
Product analysis was completed on the returned generator. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.881 volts, and the memory locations on the generator indicated that 46.653% of the battery had been consumed. The data dump was also reviewed, and it was noted that the device went from high impedance, 10264 ohms, to an even higher impedance, 12907 ohms, on 11/29/2019. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications.

Event description:
Patient initially presented with high lead impedance in preoperative for a non vns related surgery and the device was left off. The patient was then referred to surgery an in preoperative high impedance was noticed again. When in surgery, the surgeon removed the old generator and noticed an above normal amount of calcified matter built up on the lead pin. The surgeon was able to clean the clean pin and then once inserted into the new generator, the impedance value was within normal limits. The explanted generator was received but product analysis has not been completed to date. No other relevant information has been received to date.